Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. A taxus liberte stent was successfully deployed in the left anterior descending artery (lad). It was noted that the stent was well apposed. One year later the patient presented to the cath lab with abnormal stress test results. Access was obtained via the radial artery. An ivus catheter was then advanced to the 80% stenosed, 2.75x12mm concentric, non-tortuous and non-calcified lad. The ivus images revealed that there was in-stent restenosis in the taxus liberte. A 2.75x15mm promus stent was advanced to the lesion and was deployed, successfully treating the in-stent restenosis. The procedure was completed with no patient complications reported. The patient's current condition is listed as okay.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. On (B)(6) 2010, the patient was hospitalized for the initiation of peritoneal dialysis therapy. In (B)(6) 2010, the patient began peritoneal dialysis treatment 3 times a day for renal failure. In (B)(6) 2010 (around (B)(6) of the month), the patient's hospitalization was prolonged due to peritonitis. On an unreported date, a sample of peritoneal effluent was cultured. The culture did not identify a micro-organism. On an unreported date, the patient was treated with an unspecified antibiotic. It was not reported if the event of peritonitis resolved. Peritoneal dialysis therapy continued unchanged. The root cause of the peritonitis was unknown. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). Additional information was received from baxter (B)(4) providing the product code. The manufacturing facility information for this product code has been added.